Event description:
It was reported that, "patient had traumatic injury resulting in broken 6.0 vitallium rods bilateral. Revision surgery was performed on eighth to replace broken rods. The unique breaking of rods in smooth plane on some axis seemed odd. Will send pieces to be examined for quality assurance."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.